Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube broke/split. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
No product was returned. Three photos were however returned for analysis. Review of the photos did not confirm the reported issue. The cause of the reported issue was unknown. A device history record (DHR) review could not be completed as no lot number was provided.